Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.5 x 18 mm xience v stent in the proximal left descending (lad) artery. On (B)(6) 2014, during the patient's 1 year follow up visit, the patient experienced chest pain and was re-hospitalized. On (B)(6) 2014, coronary angiography was performed and noted in-stent restenosis at the stent implanted in the lad, as well as a new area of stenosis in the 1st obtuse marginal artery. Revascularization with stent implantation was performed at both sites. Post procedure, cardiac enzymes were elevated less than 5 times the normal upper limit. On (B)(6) 2014, the condition resolved and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.